Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 15% within one day. Subsequently, the pump shut off due to insufficient power. Customer reported blood glucose level was 100 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.